Event description:
A cartridge alarm 20 was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.